Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2022-00564 and 0002023141-2022-00565. Zimmer biomet complaint number (B)(4). Implant date- sometime in 2011. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformance affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
The customer reported that the implants at tooth locations #24, 25 and 27 lost integration due to peri-implantitis.

Event description:
During follow up, the customer confirmed that they were aware that one of the implants was fractured and that was one of the reasons they removed it along with peri-implantitis for tooth # 25.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2022-00564-1 and 0002023141-2022-00565-1. This report is being submitted to relay additional information. The following sections are being reported: h6: device code was added: 1260.

Event description:
No additional event information received at the time of this event.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2022-00564-2 and 0002023141-2022-00565-2. This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: investigation findings code was added: 3252. H6: investigation conclusions codes were added: 4307. Three (3) unknown zimmer implants were returned for investigation. Visual evaluation of the as returned product identified signs of use, bone attached to external threads. However, one implant was seen fractured at the threads region. The reported event implant fracture is confirmed. The reported event peri-implantitis is non-verifiable with the information provided. Based on the evaluation, device malfunction (implant fracture) has occurred, and device malfunction for peri-implantitis could not be verified. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported events. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was likely within specifications and likely conforming when it left zimmer biomet. DHR review and complaint history review could not be performed, as the lot numbers associated with the reported product (unknown zimmer implant) are not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product is within specifications. The reported events could not be recreated due to the nature of the dental device and event and the complaint is related to the functional performance of the devices. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely causes determined from the investigation are patient factors/parafunctional habits over the length of the implantation period. (Approximately 10 years.). No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.